Event description:
It was reported that the patient presented in the ER after receiving a vibratory notification due to myopotential oversensing. High capture threshold and low sensing were observed. It was also noted that prior to the notification, the lead had dislodged and was repositioned on (B)(4) 2012. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.